Manufacturer narrative:
(B)(4). The patient experienced a product problem on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection occurred. Data was returned and evaluated. The reported event of a loss of connection was not confirmed via data. The complaint device was returned 07/24/2018 for evaluation. Performed visual test and passed. Performed transmitter voltage test and failed. Performed share log review and passed. The reported event of a loss of connection was not confirmed. The probable root cause could not be determined. The complaint is not confirmed because the transmitter passed the log review. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Correction: added patient weight.